Event description:
It was reported that before a laparoscopic cholecystectomy, the device was test fired; the jaws were difficult to open. There is a clip in the jaw which will not deploy, the device jammed. Another device will be used to complete the procedure. There is no patient involvement. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.